Event description:
It was reported that during a patient visit that the patient's two left ventricular (lv) leads were determined to have failed. The two leads were then capped and replaced approximately three weeks later as part of a system change out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-53 lead, implanted (B)(6) 2006; d224trk ICD, implanted (B)(6) 2010. (B)(4).